Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent came off the balloon. There was not report that the device was in the pt, or of any intervention. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member and on the balloon. There was contrast in the inflation and balloon. The stent implant was dislodged and not returned. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a kink in the bayonet proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.